Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported, ¿capsular contracture¿, "extracapsular leak that causes containment due to seroma in the posterior region", "small extracapsular leak with a predominant radial fold... That causes containment in the outer capsule of the implant" and "small-volume seroma in the posterior region near the chest wall" via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and seroma- late.